Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the reported insulin delivery issue was verified. The occlusion alarm investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose (bg) levels ranged between 230-600 mg/dl and a manual injection as used to correct. During the past occlusion alarms, the customer reported observing insulin flowing back and forth within the infusion set tubing. Supply changes were performed to address the past occlusions. A system check was performed for the current occlusion alarm and the occlusion was found to be within the infusion set tubing as no insulin was observed to be dripping out of the infusion set tubing. An infusion set tubing change was performed and once more no insulin was observed dripping out of the infusion set tubing. During the system check and after the infusion set tubing change, the customer observed the insulin within the infusion set tubing flowing back and forth and believed the occlusions were due to a pump issue and not an infusion set issue. Reportedly, the customer reverted to manual injections for insulin therapy.